Event description:
On 28 june 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements.case was escalated to next level support.based on additional monitoring, the system is continuing to stabilize. Called user to provide the response from next level support. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Manufacturer narrative:
User reported that even after repeating re-initialization phase user still sees discrepancies between bg and sg values. Case was escalated where based on additional monitoring, the system is continuing to stabilize. Support mentioned that the user may see additional differences in bg / sg as the system works to stabilize, however the system should continue to improve over the next few days. Multiple attempts were made to inform user of the review from support, but user was unresponsive. Per dms, the user is using the system with up to date information.